Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-27. H.6. Investigation summary one photo and one sample were received by our quality team for evaluation. Upon visual inspection it was observed that the tip has a slant; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. An investigation was initiated by conducting a review of the batch record for affected batch. The review was focused on the molding operation and assembly operation. There is an overhead conveyor transfer molded barrel from molding operation to assembly operation. During the transfer, the product could have gotten stuck from the overhead conveyor gap resulting in pressing against the barrel tip causing the observed slant. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 50ml ll precise had a bent tip. The following information was provided by the initial reporter: "nozzle slanted".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll precise had a bent tip. The following information was provided by the initial reporter: "nozzle slanted".